Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen. After inserting the sensor, the patient experienced bleeding. The patient was taken to the emergency department as she was unable to stop the bleeding from the sensor insertion site. The patient¿s wound was closed with six sutures and a pressure bandage was applied. She was released three hours later without any prescribed medications. Additionally, it was reported that the patient takes an anticoagulant (clopidogrel) for an unspecified pre-existing condition. No additional patient or event information is available.